Event description:
It was reported that the patient had a pump replacement scheduled for (B)(6) 2012. During the procedure, the catheter could not be aspirated. An x-ray showed the catheter had dislodged from the intrathecal space. The surgeon believed this was from a spine surgery the patient had approximately six months prior to the report that was performed by a different surgeon. The surgeon attempted to implant a new catheter but was unsuccessful. The patient had been fused since her last pump replacement and the spine was "very tough" and therefore, the surgeon was unable to easily access the intrathecal space. It was decided to explant the entire device system and not replace. There were no patient symptoms or injury related to this event. The patient's status at the time of the report was no injury or adverse event. The device system was used to deliver lioresal (baclofen).

Manufacturer narrative:
Product ID 8709, lot # j0039928r, implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type catheter. (B)(4).